Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. It was noted that that lead had been severed approximately 11.6 centimeters from the terminal end. Visual inspection observed damaged insulation/abrasion distal to yoke molding. This damage is consistent with lead on lead contact. Resistance testing confirmed the electrical continuity of the proximal segment indicating conductors are in tact. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise which was oversensed and resulted in an inappropriate shock. Device interrogation identified a code 1004 indicating a short condition occurred when the device tried to deliver a shock. A boston scientific technical services consultant informed the caller that the device and lead are likely no longer functional. The system was subsequently explanted. No additional adverse patient effects were reported.